Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device did not recognize an open door. A service history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be the upper latch switch did not function normally. The upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.